Manufacturer narrative:
The oxygenator was cleaned and disinfected in the laboratory of the manufacturer. A functionality test was performed by connecting the oxygenator to the cardiohelp. Thereby no abnormalities has been detected. Furthermore a tightness test was performed. Thereby a leakage on the de-aeration membrane was detected. An additional complaint will be opened for the untight de-airing membrane in order to track and trend this failure. During a visual inspection of the sensors an corroded sensor was found at the blood inlet connector. Most probable the reported failure "pven was going from -180 to -600" was caused by the corroded sensor. Most probable humidity leads to the corrosion. Therefore the reported failure could be confirmed. Maquet cardiopulmonary is aware of similar complaints showing a similar malfunction. An internal process (B)(4) was initiated to determine the most probable root cause and to implement the appropriate corrective action. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 11:26 am (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The device has not been returned for investigation a supplemental medwatch will be submitted when additional information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): (B)(4).

Event description:
It was reported that the pven was going from -180 to -600 without any changes to the patient or to flow. Patient was stable and unaffected. Product was not replaced and treatment was not delayed. (B)(4).

Manufacturer narrative:
The former mentioned mrb 14-02-010 was transferred into the nonconformance process with reference # (B)(6) with the following outcome: an investigation of oxygenators in question showed that the venous pressure sensors are corroded. A white crystalline substance was found on the pins of the pressure sensor. The priming solution led to electrolysis when the cardiohelp starts to run. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" furthermore leads to implausible sensor pressure readings. It could be shown by a dried electrolyte plug that this state has obvious no impact on pressure sensor readings. It is obvious that the electrolyte (saline - priming solution) etches the pins of the plug. The most probable root cause is that varnish applied on pcb and plugs of venous pressure sensor does not resist the etching of the saline. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation initiations will be completed at this time.

Event description:
(B)(4).